Manufacturer narrative:
H3: the actual sample was not available however, a sample picture was provided for investigation. The visual inspection could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the start of dialysis, one unit of polyflux 210h dialysis fluid was observed flowing from the dialyzer port. There was no patient injury or medical intervention associated with this event. No additional information is available.